Manufacturer narrative:
(B)(4). The device and suture were not returned for investigation. Without the device or suture to examine, no determination can be made as to the contributing factors to the reported suture break. The return of the device and suture may have aided the investigation in determining a cause for the product experience. To ensure this type of experience is not the result of a potential product related deficiency, samplings of finished devices are tested to verify functionality of the device and samplings of sutures are tested under stress for diameter measurements before release to manufacturing. Possible contributing factors are manufacturing, too much tension applied, or the suture being nicked; however, this could not be confirmed. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown and the device was not returned for analysis from the customer. Based on the information available and the inspection criteria there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that after percutaneous transluminal coronary angioplasty procedure through a 6f short sheath, arteriotomy closure of the right common femoral artery was attempted with a perclose proglide device. Reportedly, during needle plunger removal, the suture broke. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. The patient was reported to be in good condition and there were no reported adverse patient sequela. The operator was reported to be trained and is proficient in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded and could not provide the lot number; however, the investigation is not yet completed. A follow-up will be submitted with all relevant information.